Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was loose and wobbly. The customer¿s blood glucose level was unknown. Customer stated that everything was okay right now but that right now was not good time. The insulin pump will be returned for analysis.